Manufacturer narrative:
This 5 of 7 reports (5th MDR). There are controls in the manufacturing process to ensure the product met specifications upon release. Visual and functional inspections were not conducted due to the device was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The event description indicates friction was observed using another manufacturer¿s microcatheter. The anatomy of the patient was not provided. Based upon medical review, the harm observed in the complaint is anticipated in nature as per the device risk assessment. Additional information indicates the doctor was trying to access the aneurysm with the guidewire and a microcatheter but he was unable due to stretching and coiling. Friction was encountered removing the guidewire from the dispenser hoop. The friction may have occurred due to insufficient flush when removing the device from the distal hoop, but this cannot be conclusively confirmed as the device was not returned for analysis. The doctor then used another manufacturer¿s guidewire and was able to access the aneurysm but not the desired location to place a flow diverter stent. The operation took around 4 hrs. Trying to access the desired location with another manufacturer¿s guidewire, but he couldn¿t as the aneurysm was big. The patient suffered from hydrocephalus, he then was transferred for external ventricular drain (evd). No further information was received. As the device was not returned and a review of all available information fails to indicate an assignable cause for the reported event, an assignable cause of undeterminable will be assigned to the reported events: ¿guidewire distal tip stretched', ¿device or component could not be removed from packaging' and 'guidewire friction¿. An assignable cause of anticipated procedural complication will be assigned to the reported event ¿patient complications' as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.

Event description:
It was reported that during the procedure, the operator tried to access the aneurysm using the subject guidewire and a microcatheter. However, the subject guidewire was stretching and coiling. The subject guidewire also encountered friction during the procedure. The operator used 7 guidewires but none of them worked. The operator decided to use a guidewire of another manufacturer. He took about 4 hours to access the aneurysm, but not to the desired location and placed the flow diverter stent. The patient experienced hydrocephalus and was subsequently transferred for an evd (external ventricular drain). It was confirmed that the hydrocephalus is related to the subject guidewire, and the patient was transferred for evd due to its malfunction.